Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was observed via merlin.net transmission. The patient was asymptomatic and did not receive therapy during the oversensing. Programming changes recommended and follow up has been scheduled. No father information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.